Event description:
Overdelivery reported. The pump was set to infuse heparin (100u/ml) at 11ml/h with the concurrent infusion of normal saline at 75ml/h. The report indicated that the heparin was the primary solution with the normal saline as secondary; however, the report source indicates that infusions are usually run the opposite way (maintenance fluid as primary). A 250ml heparin bag was started at 10:45am. A nurse reported that she found the heparin container empty at 5pm. The heparin infusion was stopped and a serum prothrombin time was drawn. The results were reported as prothrombin time > 150 seconds. The pt was watched closely and no signs of bleeding/adverse effects were noted. A repeat prothrombin time at 8:10pm indicated a value of 30.8 seconds, and a final prothrombin time (time drawn was not specified) was reported as 25-27 seconds. No adverse sequelae were reported. No additional info was available.